Event description:
Customer reported the system failed to boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib and rtos board and the interconnect cable connector. System operates as intended.